Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) unit display. This event occurred during use patient connected. The technical service representative (tsr) explained the message to the home patient (hp) and had hp recycle the machine, then informed to start over using new supplies. The hp said she had disconnected earlier. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).